Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported occlusion is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that 2 promus stents were implanted on (B)(6) 2010: the first one in the mid-right coronary artery and the second in the proximal 1st obtuse marginal artery. In (B)(6) 2011, approximately 11 months later, the patient failed a stress test, and a subsequent cardiac catheterization on (B)(6) 2011 showed complete occlusion of the promus stent in the 1st obtuse marginal artery. No treatment was provided, as the patient was told he had sufficient collateral circulation. No additional information was provided.